Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose levels ranged from 250 to 400 mg/dl. Customer stated that the pump was exposed to an MRI, after which the pump alarmed the motor error. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms. The insulin pump was received with cracked case at display window corners.